Manufacturer narrative:
Although, the device has been returned, a device evaluation has not been completed. However, the device appeared not to have been used and the sheath was missing. Once completed, if there is any additional relevant info is received, a supplemental medwatch will be filed. (B)(4).

Event description:
Note: date of event not known. A hydrothermablation procerva procedure set was received without a return goods authorization number or any explanation as to why the device was sent back. Although several attempts were made to obtain additional follow up, there is no further info regarding this event.